Manufacturer narrative:
(B)(4)

Event description:
It was reported that the asymptomatic patient presented to the clinic for a routine follow-up. Upon interrogation, the pulse generator exhibited backup vvi operation. Due to the impedance block being out-of-range troubleshooting could not be performed. The patient noted that in (B)(6) 2016 he had undergone an unrelated surgical procedure. On (B)(6) 2016 the device was explanted and replaced.